Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition with air bubbled on downstream occlusion seal. Event history log review was performed and found evidence of reported problem. Visual inspection and accuracy testing were performed, and pump passed accuracy test. The customer's reported issue was unable to be duplicated. Investigation unable to determine the cause of the issue. However, investigator replaced the pump expulsor assembly (expulsor, foam, valves, dual flag) as preventative measured and replaced the pump dso seal. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, under infusion was noticed. No patient injury reported.